Manufacturer narrative:
Article citation: ghosh, t., duncavage, e., mehta-shah, n. Et. Al. A cautionary tale and update on breast implant-associated anaplastic large cell lymphoma (bia-alcl). The american society for aesthetic plastic surgery. 2020; 1-42. The events of lymphoma - alcl, lymphadenopathy, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl, lymphadenopathy, and seroma-late.

Event description:
Through the journal article "a cautionary tale and update on breast implant-associated anaplastic large cell lymphoma (bia-alcl),¿ healthcare professional reported "underwent an early revision due to ¿double bubble¿ deformity," "acute onset swelling of the right breast," ¿seroma fluid around the right breast implant again showed abnormal t cells consistent with bia-alcl. [Patient] was categorized as stage 1a disease; alk1 negative... The cytology returned with atypical t cells which were cd30 positive, cd4 positive, cd3 negative and alk1 negative," "consistent with reactive lymphadenopathy," "underwent bilateral complete capsulectomy and was found to have a recurrent right breast seroma with cloudy yellow fluid;" the markers of cd30+ and alk- have been confirmed. No further treatment was recommended but [patient] will undergo pet scan surveillance every 6 months. This record represents the right side. The device remains implanted.